Event description:
It was reported that after rx acculink stent implantation in the left internal carotid artery, after post-dilatation, flow was sluggish and thrombus was noted. The thrombus was successfully aspirated, resolving the event. There was no adverse patient sequela and on (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of thrombosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.